Event description:
It was reported that allegedly the patient was implanted with an lfit cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium an cobalt in his blood.

Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, x-rays, operative reports, pathology as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that allegedly the patient was implanted with an lfit cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium an cobalt in his blood. Update 22-jan-2020: as per operative report, the femoral head was completely loose.

Manufacturer narrative:
Additional information: patient information, catalog and lot numbers. An event regarding abnormal ion levels and loosening involving a v40 cocr lfit head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical by a clinical consultant indicated.cannot confirm event, need additional information; primary operative reports, clinical and past medical history, serial dated x-rays and examination of explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, x-rays, operative reports, pathology as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with an lfit cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium an cobalt in his blood.